Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The blood glucose results were 103 and 336 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.